Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant, the mobile programmer had been connected to the device for an extended period without issue. Once leads were connected and attempt made to test newly implanted leads and program the device for defibrillation threshold test, the mobile programmer application lost telemetry with the crt-d. The patient connector was put in a sterile sleeve and placed directly over the crt-d but, still would not connect.  The tablet supporting the mobile programmer was replaced and attempted with same patient connector that connected briefly, then lost connection and would not reconnect.  A third tablet was used with a different patient connector that did communicate with the crt-d but electrograms (egm) were dropping out and pixelated during the defibrillation threshold test. The crt-d was implanted. No patient complications have been reported as a result of this event.